Manufacturer narrative:
Customer return sample / photo and/or retain evaluation summary: there were no tubes returned for testing. Investigation conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. Date of event unknown, the awareness date is used in its place.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling during use. No injury or medical intervention was reported.